Manufacturer narrative:
(B)(4).

Event description:
It was reported that low audio occurred. Visual inspection was performed and passed. Charged and boot were performed and passed. Download receiver log was performed and passed. Performed functional test and all relevant test was passed. Receiver functional testing was performed and passed. Performed try it result and failed. Perform communication tool intermittent audio was performed and failed. Open and interior inspection was performed and passed. Take speaker measure at 5.95 ohms was performed and failed. The complaint is confirmed because the audio output is low and speaker failed testing. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that low audio output occurred. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.